Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 98% stenosed, 18mm long, eccentric shaped de-novo lesion located in the severely tortuous and severely calcified, 2.75mm in diameter, left anterior descending (lad) artery. Vascular access was obtained through the left brachial artery. This 1.5x15mm apex balloon catheter was used to pre-dilate the lesion. The physician experienced difficulty crossing the lesion with this device, once across, the balloon ruptured at 12atms. The device was removed from the patient intact. Pre-dilation was completed with the use of a 2.5x15mm apex balloon catheter, resulting in 90% stenosis. The procedure was completed with the implantation of a 2.75 x 16mm taxus liberte stent and post-dilation with a 2.75 x 15mm quantum maverick balloon catheter. There were no reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. Device evaluated by manufacturer: microscopic examination of the balloon found a longitudinal tear in the balloon located at the distal end of the center markerband and extended distally for a total length of 1mm. Microscopic examination of the center markerband identified no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 98% stenosed, 18mm long, eccentric shaped de-novo lesion located in the severely tortuous and severely calcified, 2.75mm in diameter, left anterior descending (lad) artery. Vascular access was obtained through the left brachial artery. This 1.5x15mm apex balloon catheter was used to pre-dilate the lesion. The physician experienced difficulty crossing the lesion with this device, once across, the balloon ruptured at 12atms. The device was removed from the patient intact. Pre-dilation was completed with the use of a 2.5x15mm apex balloon catheter, resulting in 90% stenosis. The procedure was completed with the implantation of a 2.75 x 16mm taxus liberte stent and post-dilation with a 2.75 x 15mm quantum maverick balloon catheter. There were no reported patient complications. The patient status is listed as "stable".